Event description:
Customer reported that she was hospitalized two times due to high blood glucose and dka. Customer stated that the blood glucose reading was over 400 mg/dl both times and was taken to the hospital for assistance. Customer stated that she had nausea and was vomiting prior to hospitalizations. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.